Event description:
In 2000, this patient received gore excluder bifurcated endoprostheses. A type ii endoleak from the ima was noted during the one month follow-up the following month. A second type ii originating from a lumbar artery was noted on approx five months later. A reintervention took place on the following month, to coil embolize the lumbar artery; however, the type ii endoleaks persisted. One year later, it was noted that the endoleaks had resolved, and the aneurysm sac had decreased. From 2002 to 2004, the aneurysm increased in diameter without evidence of an endoleak. A second reintervention took place in 2007 to reline the original devices with gore excluder aaa endoprostheses. The procedure was successful.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm and laparoscopic exploration of the aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please see attached list of additional devices implanted in this patient: pc 14-12-00 / 9925401-17, pxa230300 / 05046268, pxc141400 / 04908337, pxc141200 / 05124411.